Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11-feb-2026, a distributor reported via email that an ar-2324bcc biocomposite swivelock c anchor broke during insertion of the swivelock. The issue was identified intraoperatively on (B)(6) 2026, and no patient harm was reported. Additional information was received on 19-feb-2026: during a subscapularis repair procedure, the threads of an ar-2324bcc biocomposite swivelock c anchor stripped upon insertion. All associated fragments were retrieved from the patient. The surgeon replaced the device with an ar-2324bcc implant to complete the procedure. There was no reported delay in the case or additional anesthesia time.